Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic/wedge segmental resection, at the second firing, the stapler and the reinforcement material were inserted into the intercostal space from the trocar wound, and when trying to approach to the tissue, a crack sound was generated and the connector part of adapter and reinforcement was damaged, so it was stopped using. Since the reload couldn't be easily removed, it was removed from the standard adapter with a little more force. And a new reload was used after that, the operation was continued and completed with the same stapler without any problem. There was no injury.